Event description:
Observed biased glucose and tbil results biased results could lead to inappropriatee physician action. No patient sample results were reported. There was no report of patient harm as a result of this event.